Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve inserted in an unknown liquid. At the time of submission, the progav valve was set to pressure range 20 cmh2o. Summary: first we performed a visual inspection with the valve. Apart from slight scratches on the housing, we could not detect any deformations or other abnormalities. Nevertheless, the measurement of the parallelism showed a slight deformation, maybe caused by too much pressure on the housing. To investigate if maybe a blockage have caused the assumed problems with re-programming the valve, we performed a permeability test. The test results that the valve was penetrable. For further information we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we cannot confirm any difficulties in adjusting the valve. It was possible to adjust the valve in all pressure ranges. The measurement of the braking force could additionally confirm that the measured value was within the accepted tolerance. As a final examination we carried out a computer controlled test. Here the progav was tested in the lying position with a pressure range of 5 cmh2o. Normally we expected a pressure of 5 cmh2o having an opening pressure of 5 cmh2o. At the first test the opening pressure at the reference flow level of 5 ml/h is measured 2,47 cmh2o. The progav works slightly of the accepted tolerance (acc. Tolerance 5 +/- 2 cmh2o), maybe caused by deposits inside the valve. In order to verify whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have finally opened the valve. After the valve has been opened, our suspicion has confirmed that deposits inside the valve could have impaired the product performance. Presumably the values would improve steadily performing a new test bench, because deposits could be washed out by using distilled water for testing. Based on our investigation results we could not detect any failure with the valve at the time of delivery. No further actions required.

Event description:
According to the complainant a progav was unable to be reprogrammed postoperatively. The patient was originally implanted as a child 14 years ago. Blockage was also suspected. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided.